Event description:
A u.s. Spontaneous serious report was received regarding a female consumer. Demographics were not provided, initials anonymized. Concomitant medications and medical history were not provided. The consumer stated dr scholl's freeze away dual action common and plantar wart remover was used twice on (B) (6) 2008 "for five seconds" to remove a wart. The consumer reported the product was first used "several months ago." The consumer reported the experienced "problems with the fumes almost immediately" and "could only breathe 50% of the way." She stated she "ended up in the hospital" on (B) (6) 2008 from 1230 to 0430, where she was treated with oxygen. The consumer stated she was "still not up to par" at the time of this report. The consumer reported she had experienced an "issue" with the product with prior use "several months ago", but stated the issue "was not worth going to the hospital".

Manufacturer narrative:
(B) (4).